Event description:
It was reported the ipg cannot communicate with either the pt programmer or charger. Reportedly, the pt has not recharged the system in the past 3-6 months. Surgical intervention may be considered as the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.